Event description:
Pt was being transported by ambulance, the parapac ventilator stopped ventilating after 30 minutes of continuous ventilation on critically ill pt. The pt aspirated which possibly caused fluid ingress into the ep line. A non-hydrophobic filter was being used and no filter was being used on the ep line. Ambulance base has been recommended to use hydrophobic filters which they concur with. The pt was manually ventilated. No adverse pt outcome was reported.

Manufacturer narrative:
The regional sales mgr visited the customer the morning after the incident and, when tested, the ventilator was functioning effectively. A non-hydrophobic filter was being used and no filter was being used on ep line. Ambulance base has been recommended to use hydrophobic filters which they concur with. The filter was checked to see if a hydrophobic filter was being used. The filter that was used by the user facility was a non-hydrophobic filter. This filter is not recommended for use with the ep version due to condensation issues.(B) (6) medical device incident report investigation scheme submitted to (B) (6) government.